Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified opening on anterior, red and brown particles on outer surface of device and weight measurement in specification. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and feels like there is something underneath like the muscle tightened. Device has been explanted.

Event description:
Patient reported right side rupture and feels like there is something underneath like the muscle tightened. Device has been explanted.